Event description:
It was reported that the pt's system was removed due to infection. The pt signs/symptoms of infection were reported as redness, swelling and drainage. The primary location of the infection was the device pocket. Cultures were taken (date not reported) of the device pocket, lumbar region, and csf. The results of the cultures was unk. The pt was treated with unspecified intravenous antibiotics and the infection resolved. The pump was used to deliver compounded baclofen.